Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported the customer requested a quote for the display kit and face plate assembly; however, no additional relevant information was provided. There was no patient involved.

Event description:
It was reported the customer requested a quote for the display kit and face plate assembly; however, no additional relevant information was provided. It was later reported the customer was requesting parts for spares and was not aware of any issues with the system. There was no patient involved.